Manufacturer narrative:
A device history record review for the reported lot shows that the order was built and released per specification. The returned sample was visually and functionally tested and met specifications.the root cause of the customer's complaint could not be established; the returned sample met specifications.(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract procedure "the exhaust and water circulation could no be accomplished." The product was replaced and the procedure was completed without harm to the patient. Additional information and product sample have been requested.